Event description:
It was reported that, surgeon did a left total hip on pt because pt had a fracture of the femoral neck. While performing the total hip surgery, surgeon tried several times to seat liner - part #623-00-44f lot #mkt297, and lined up markings but could not get cup to seat flush or lock/register properly. The surgeon used a 623-00-40f lot #mljeth instead. Liner that would not seat/lock/register properly is the basis for this per.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.